Manufacturer narrative:
Evaluation summary: instructions for use advised: to avoid user or pt injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the pt, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times. The blade is ultrasonically energized when either the foot switch pedal is depressed or one of the hand control buttons is depressed.